Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 415 mg/dl with symptoms of a shortness of breath and moderate ketones. The patient remained on the pump at the time of the call. The patient did not receive any treatment above and beyond the normal course of diabetes management. A customer technical support representative reviewed the patient's technique and found that the patient was not performing the 'fill cannula' step at the end of the priming sequence. This complaint is being reported because the patient allegedly experienced a hyperglycemic event as a result of use error of the pump.